Event description:
In 2009, the patient reported she woke up yesterday with a blood glucose reading of 63 mg/dl which she treated by eating. At 6:26pm her reading has dropped to 53 mg/dl and she ate. By 9:58pm her reading was 58 mg/dl and she ate and decreased her basal rate by 70% for 1.5 hours. She said she lay down and woke up at 11:45pm feeling sick, with her heart pounding, and feeling like a "siren" was going off in her head. She said she started to black out and she checked her blood glucose which was 37 mg/dl. Her husband helped her drink milk and a juice box. She adjusted her basal rate by 60-70% for another 1.5 hours. She said she believes her infusion device is over-delivering insulin. She has been using the same basal rate and working with her doctor to make sure the basal rates are properly set. She stated she will switch to her backup infusion device. On follow up with the patient 5 days later, she said she switched to her replacement device and her blood glucose has returned to her normal range. Product was replaced and requested to be returned for evaluation.